Event description:
It was observed that during the device evaluation, the bronchofiberscope the coating of the insertion tube peeled off (more than 1 mm2). There were no reports of patient harm/involvement.

Manufacturer narrative:
The device was sent to olympus for inspection. Based on the results of the investigation, the reportable malfunction of the coating of the insertion tube had peeled off (more than 1 mm2) was found. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.